Event description:
The manufacturer received information alleging a ventilator would not pass testing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The technician observed that the device was contaminated with white powder. The device's flow sensor assembly and blower motor were replaced to address the issues.